Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.

Event description:
It was reported by patient the cannula was not visible after removal the pod but that the pink slide had moved forward indicating that the canula had retracted and that a needle mechanism failure had occurred. The patient's blood glucose levels rose to 295 mg/dl (16.4 mmol/l) while wearing the pod between 1 and 4 hours. As treatment, a new pod was placed.